Manufacturer narrative:
(B)(6). It should be noted that the gore dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent open ventral hernia repair on (B)(6) 2011 whereby a gore dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2013, an additional procedure was performed whereby explant of the gore device was performed. It was reported the patient alleges the following injuries: abdominal pain, infected mesh, mesh removal, implantation of non-gore mesh. Additional event specific information was not provided.

Manufacturer narrative:
Corrected date. Updated results code for the sterilization evaluation. Conclusion code remains unchanged.

Manufacturer narrative:
H6: updated patient codes. H6: updated device codes. H6: updated conclusion codes. H6: additional conclusion code 4316: appropriate term/code not available for ¿withdrawn complaint¿. Previous patient code (1994) was reported based on the original complaint and is no longer applicable and/or not reportable per gore¿s investigation. This claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. No further investigation is required at this time. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. The following information was determined from the medical records. Medical records: the known medical records span (B)(6) 2010 through (B)(6) 2013 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial. Medical records from (B)(6) 2011 through (B)(6) 2013 were not provided. Patient information: medical history: hypertension, morbid obesity, 6/12/13: 230 lbs., bmi 32.1, obstructive sleep apnea [osa], colorectal cancer stage iii-b. Prior surgical procedures: unknown date: right hemicolectomy, unknown date: repair of hiatal hernia, (B)(6) 2010: repair of a left indirect inguinal hernia with implant of bard mesh. Perfix plug ¿once this was performed, the internal inguinal ring was reinforced using a large plug technique. The plug was secured in place with 3-0 vicryl sutures interrupted. Once this was secured in place the floor of the inguinal canal was reconstructed using the patch technique of mesh. This was secured in place with 3-0 prolene suture without difficulty. Once completely secured the area was copiously irrigated with sterile saline solution. Hemostasis was assured.¿ implant preoperative complaints: 10/31/11: ¿¿ with a recent history of stage iii-b colorectal carcinoma. The patient is status post right hemicolectomy without adverse event. The patient did, however, sustained [sic] significant incisional ventral hernia.¿ implant procedure: abdominal wall reconstruction with underlay mesh and myocutaneous advancement flaps. Implant: gore® dualmesh® plus biomaterial (1dlmcp07/8936545, 20cm x 30cm) implant date:(B)(6) 2011 [hospitalization dates unknown] description of hernia being treated: ¿at this point, a midline incision was created excising the existing significant scar. Hemostasis was achieved with electrocautery. There were 2 small granulomas noted at the anterior abdominal wall that are not violated and completely excised. At this point, meticulous dissection was used to dissect down to and through the linea alba into the peritoneal cavity. Dense intraabdominal adhesions were encountered and meticulous lysis of adhesions was undertaken with both blunt and sharp dissection. The bowel is identified to be within a multiseptated longitudinal incisional hernia and is preserved throughout the entire procedure. There is no indication of bowel injury. The entire length of the existing previous incision was opened up and peritoneal cavity was thoroughly explored after extensive lysis of adhesions as necessary to open the wound. There are substantial adhesions in the right upper quadrant and a small granuloma that is concerning and sent to pathology for permanent section and identification to rule out lymphadenopathy or local recurrence of carcinoma. After completion of this, further inspection of the peritoneal cavity demonstrates no other indications that the patient has recurrent malignancy. At this point, myocutaneous advancement flaps were created laterally to approximately 7 cm. The existing hernia and scar are excised and sent to pathology for permanent section and identification including the sac and subcutaneous fat and some preperitoneal fat.¿ implant size and fixation: ¿at this point, a 20 x 30 cm mesh was selected and was cut to approximately 12 x 30 cm. It was then secured in underlying fashion with multiple number 2 gore transfascial sutures placed circumferentially in interrupted fashion every 0.5 to 1 cm. There was excellent closure of the peritoneal cavity in this manner and the peritoneal cavity was digitally and visually inspected prior to closure to make sure there were no routine instruments or laparotomy sponges. At the completion of this maneuver, the wound was irrigated and inspected for hemostasis. The midline was reapproximated using running number 1 loop pds suture. This was after extensive debridement back to existing rectus abdominis muscles which were reapproximated. After the completion of this maneuver, the wound was irrigated, two 10 mm flat jackson-pratt type drains were placed in extraperitoneal subcutaneous space created with the advancement flaps. The wound was then closed along the midline using multiple number 1 vicryl sutures and staples.¿ explant preoperative complaints: (B)(6) 2013: other diagnoses: ¿infected mesh; history of colon cancer; hiatus hernia; shortness of breath; hypertension; essential hypertension.¿ explant procedure: removal of prosthetic material or mesh, abdominal wall for infection - midline. Implantation of biologic implant for soft tissue reinforcement ¿ midline. Explant date:(B)(6) 2013 [hospitalization dates unknown]. ¿after opening the prior incision, the previously placed mesh was freed from lateral fixation sutures and removed as a whole. Cultures were obtained, despite no obvious purulent cavity being identified. Debridement of fascial edges was accomplished. No other foreign material was seen. Extensive irrigation was used and biologic mesh was used to reinforce the weakened fascia at closure. Prior to closure, the operative field was manually and visually inspected and noted to be free of foreign bodies or additional pathology. During the course of the hernia repair, it was determined that the ideal repair would be done with a biologic mesh. The width and diameter of the defect was carefully measured and the appropriate size was chosen. The mesh was affixed with interrupted prolene suture.¿ bard biodesign mesh (non-gore device) was implanted. ¿specimens removed: gore mesh.¿ culture and pathology reports for the swab and explanted mesh collected during the procedure were not provided. Postoperative diagnosis states: ¿infected mesh.¿ relevant medical information: (B)(6) 2013: debridement into muscle; first 20 sq cm. - midline; devitalized tissue removed, necrotic tissue removed. Post debridement size: 3.5 x 3 x 2.3 cm deep. 13 cm undermining at 12:00, wide open. Second open site, 3.5 x 2.5cm x 1 cm deep. Placement of wound vac; up to 50 sq. Cm.¿ findings: ¿purulent necrotic gelatinous tissue in pocket under midline scar.¿ ¿the draining scar was excised locally to expose the thick purulent fluid. Necrotic subcutaneous tissue was excised with a 15 blade knife and a currette was used to remove the necrotic tissue from the abdominal wall fascia. Clean bleeding tissue was obtained. Excellent hemostasis was obtained. The defect was measured. Irrigation was undertaken for 3 liters with pulse lavage and a wound vac was placed, using white foam into the deep unermining [sic] portion at 12:00, that ran along the underlying fascia.¿ conclusion: it should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code "4315: cause not established" is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. All available information has been placed on file for use in product surveillance tracking, trending and follow-up. Section c1: name: plus antimicrobial product coating manufacturer/compounder: w. L. Gore & associates, inc. Lot number 8936545 additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (¿g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (¿g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Previous patient codes (1930, 1994) were reported based on the original complaint and are no longer applicable per gore¿s investigation. H10/11: updated final codes. Conclusion code 4316: appropriate term/code not available used for "withdrawn complaint". This claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. No further investigation is required at this time. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. This event will be closed as no problem detected.

Manufacturer narrative:
: Conclusion code remains unchanged. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: operative records dated (B)(6) 2010 indicate the patient underwent repair of a left indirect inguinal hernia. The records state: ¿a 2.5 cm incision was made over the inguinal canal without difficulty in the left groin site. Meticulous sharp dissection was carried out to identify the fascia of external oblique muscle. This was opened using a 10 blade scalpel as well as metzenbaum scissors. This opened the external inguinal ring. Hemostats were used to facilitate dissection. Blunt and sharp dissection was carried out to identify and dissect free the shelving edge of poupart's ligament as well as the conjoined tendon medially. Once exposed, the cord structures were identified. The cord structures were encircled with a penrose drain and retracted into the field of dissection. The cremasteric muscles were separated from the cord structures. Meticulous sharp and blunt dissection was carried out to identify the left vas deferens and the cord structures and separate them from the hernia sac.¿ the (B)(6) 2010 operative records continue: ¿the hernia sac had preperitoneal fat contained within it. Once the cord structures were appropriately separated from the hernia sac, the hernia sac was opened and the preperitoneal fat dissected and replaced back into the peritoneal cavity. High ligation of the hernia sac was carried out under direct vision with a 2-0 silk ligature. Once this was performed, the internal inguinal ring was reinforced using a large plug technique. The plug was secured in place with 3-0 vicryl sutures interrupted. Once this was secured in place the floor of the inguinal canal was reconstructed using the patch technique of mesh. This was secured in place with 3-0 prolene suture without difficulty. Once completely secured the area was copiously irrigated with sterile saline solution. Hemostasis was assured.¿ an implant log from the (B)(6) 2010 procedure indicate a bard mesh perfix plug (non-gore device) was implanted during the procedure. Operative records dated (B)(6) 2011 indicate the patient underwent ¿abdominal wall reconstruction with underlay mesh and myocutaneous advancement flaps.¿ postoperative diagnoses are noted as ¿1. Multiseptate abdominal incisional hernia with substantial intraabdominal adhesions. 2. Morbid obesity. 3. Suspected obstructive sleep apnea. 4. History of colon cancer, stage iii-b.¿ the records state: ¿the patient is a 56-year-old gentleman with a recent history of stage iii-b colorectal carcinoma. The patient is status post right hemicolectomy without adverse event. The patient did, however, sustained significant incisional ventral hernia.¿ the (B)(6) 2011 operative report states: ¿at this point, a midline incision was created excising the existing significant scar. Hemostasis was achieved with electrocautery. There were 2 small granulomas noted at the anterior abdominal wall that are not violated and completely excised. At this point, meticulous dissection was used to dissect down to and through the linea alba into the peritoneal cavity. Dense intraabdominal adhesions were encountered and meticulous lysis of adhesions was undertaken with both blunt and sharp dissection. The bowel is identified to be within a multiseptate longitudinal incisional hernia and is preserved throughout the entire procedure. There is no indication of bowel injury. The entire length of the existing previous incision was opened up and peritoneal cavity was thoroughly explored after extensive lysis of adhesions as necessary to open the wound.¿ the (B)(6) 2011 operative records continue: ¿there are substantial adhesions in the right upper quadrant and a small granuloma that is concerning and sent to pathology for permanent section and identification to rule out lymphadenopathy or local recurrence of carcinoma. After completion of this, further inspection of the peritoneal cavity demonstrates no other indications that the patient has recurrent malignancy. At this point, myocutaneous advancement flaps were created laterally to approximately 7 cm. The existing hernia and scar are excised and sent to pathology for permanent section and identification including the sac and subcutaneous fat and some preperitoneal fat. At this point, a 20 x 30 cm mesh was selected and was cut to approximately 12 x 30 cm. It was then secured in underlying fashion with multiple number 2 gore transfacial sutures placed circumferentially in interrupted fashion every 0.5 to 1 cm.¿ the (B)(6) 2011 records continue: ¿there was excellent closure of the peritoneal cavity in this manner and the peritoneal cavity was digitally and visually inspected prior to closure to make sure there were no routine instruments or laparotomy sponges. At the completion of this maneuver, the wound was irrigated and inspected for hemostasis. The midline was reapproximated using running number 1 loop pds suture. This was after extensive debridement back to existing rectus abdominis muscles which were reapproximated. After the completion of this maneuver, the wound was irrigated, two 10 mm flat jackson-pratt type drains were placed in extraperitoneal subcutaneous space created with the advancement flaps. The wound was then closed along the midline using multiple number 1 vicryl sutures and staples.¿ an implant log for the (B)(6) 2011 confirm a gore dualmesh® plus biomaterial (1dlmcp07/8936545) was implanted during the procedure. Records between 10/31/2011 and 6/12/2013 were not provided. Operative records dated (B)(6) 2013 indicate the patient underwent ¿1. Removal of prosthetic material or mesh, abdominal wall for infection (eg, for chronic or recurrent mesh infection or necrotizing soft tissue infection) -midline. 2. Implantation of biologic implant (eg, acellular dermal matrix) for soft tissue reinforcement (eg breast, trunk) - midline.¿ postoperative diagnosis states: ¿infected mesh.¿ the (B)(6) 2013 operative report states: ¿after opening the prior incision, the previously placed mesh was freed from lateral fixation sutures and removed as a whole. Cultures were obtained, despite no obvious purulent cavity being identified. Debridement of fascial edges was accomplished. No other foreign material was seen. Extensive irrigation was used and biologic mesh was used to reinforce the weakened fascia at closure. Prior to closure, the operative field was manually and visually inspected and noted to be free of foreign bodies or additional pathology. During the course of the hernia repair, it was determined that the ideal repair would be done with a biologic mesh. The width and diameter of the defect was carefully measured and the appropriate size was chosen. The mesh was affixed with interrupted prolene suture.¿ the records indicate a bard biodesign mesh (non-gore device) was implanted. The records also state: ¿specimens removed: gore mesh.¿ the records indicate a cook mesh device (non-gore device) was implanted during the procedure. There are no records detailing the etiology of the infection of the gore device. Culture and pathology reports for the swab and explanted mesh collected during the (B)(6) 2013 procedure were not provided. ¿other diagnoses¿ as noted on the (B)(6) 2013 are: infected mesh; history of colon cancer; hiatus hernia; shortness of breath; hypertension; essential hypertension. Operative records dated (B)(6) 2013 indicate the patient underwent ¿1. Debridement into muscle; first 20 sq cm. - midline; devitalized tissue removed, necrotic tissue removed, other, involved scar; instrumentation used: bovie, curette, scalpel; post debridement size (cm): 3.5 x 3 x 2.3 cm deep. 13 cm undermining at 12:00, wide open. Second open site, 3.5 x 2.5cm x 1 cm deep. ¿ with placement of wound vac; up to 50 sq.cm.¿ post-operative diagnosis is noted as ¿open wound of abdominal wall, anterior, complicated.¿ findings from the procedure state: ¿purulent necrotic gelatinous tissue in pocket under midline scar.¿ the (B)(6) 2013 operative report states: ¿the draining scar was excised locally to expose the thick purulent fluid. Necrotic subcutaneous tissue was excised with a 15 blade knife and a curette was used to remove the necrotic tissue from the abdominal wall fascia. Clean bleeding tissue was obtained. Excellent hemostasis was obtained. The defect was measured. Irrigation was undertaken for 3 liters with pulse lavage and a wound vac was placed, using white foam into the deep undermining [sic[ portion at 12:00, that ran along the underlying fascia.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.